Event description:
It was reported that information was received from a healthcare provider stating the patient¿s right implanted pulse generator site had become infected and externalized and that the patient had been treated with broad-spectrum antibiotics, after which the infection reportedly showed significant improvement in erythema, pain, and swelling. Following discussion with infectious disease colleagues, it was determined to proceed with reimplantation of the implanted pulse generator, including replacement of the right lead extension. During the procedure, the cranial lead was disconnected from the lead extension without issue and impedance values on the opposite side remained intact, confirming the correct lead extension had been identified. During attempted removal of the lead extension from below, after cutting the larger portion of the connector, the lead extension fractured; however, the remaining portion of the extension was successfully removed through the incision and all extension material was explanted. The right implanted pulse generator pocket was then reopened and no obvious infected material was observed. A new lead extension was connected to the cranial lead and to the new implanted pulse generator, and impedance values were reported to be within normal limits.

Manufacturer narrative:
Continuation of D10: Product ID NEU_UNKNOWN_EXT, Serial# UNKNOWN, Product Type: EXTENSION, Product ID NEU_UNKNOWN_LEAD, Serial# UNKNOWN, Product Type: LEAD. Section D information references the main component of the system. Other relevant device(s) are: Product Id: NEU_UNKNOWN_EXT, Serial/Lot #: UNKNOWN, Product Id: NEU_UNKNOWN_LEAD, Serial/Lot #: UNKNOWN. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.